Event description:
It was reported that difficulty removal occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 32 synergy drug-eluting stent and 300cm straight tip samurai guidewire was selected for use. However, the stent got damaged by attempting to pull off from the wire, it got stuck. The portion of the wire that got stuck was cut off. The procedure was completed with a new synergy stent. There were no patient complications reported and the patient's status was great.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. As a result of examining the appearance of the returned product, it was confirmed that the wire was cut approximately 140 mm from the proximal end while being inserted into a balloon catheter (synergy). Upon closer examination of the cut portion, it was observed that the inner lumen of the balloon catheter had accordioned, and when the accordioned portion was extended, the wire was freed and was able to be removed. Examination of the wire removed from the balloon catheter showed a white material attached to the uncoated portion. Judging from the appearance of the white material, its origin is not of this product and is presumed to have been deposited from another source. However, the identification of the white material is not known.

Event description:
It was reported that difficulty removal occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 32 synergy drug-eluting stent and 300cm straight tip samurai guidewire was selected for use. However, the stent got damaged by attempting to pull off from the wire, it got stuck. The portion of the wire that got stuck was cut off. The procedure was completed with a new synergy stent. There were no patient complications reported and the patient's status was great.